Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A report of the adc freestyle libre sensor detached after less than a day of wear. On (B)(6) 2021, as a result, the customer experienced weakness and had a seizure and a loss of consciousness. Hcp contact was made and the customer was provided intravenous glucose for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury.